Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead', and the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages.' The patient has further suffered 'various physical manifestations of emotional distress'. Lead 'failure' and 'defective' lead also alleged. It was further reported that the right ventricular (rv) lead exhibited unstable thresholds, high impedance values, oversensing/noise, increased counts to the sensing integrity counter (sic). The lead was capped and replaced.